Manufacturer narrative:
This report is based solely on the customer reported issue. Additional information has been requested, but no new information has been received. Review of DHR 3500cp-g mixer sn (B)(4) found no indication that there were any relevant discrepancies during manufacture of the device and no non-conformance that could have caused or contributed to the reported issue. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported technical fault during commissioning. Alarm test (o2 test) does not work if the connections (compressed air and o2 connection) are not plugged in correctly, this means that there is no continuous sound. No patient incident was reported.